Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a traumatic aortic arch transection on an unknown date. It was reported that during the index procedure, the stent graft was implanted in a less than perfect position. The implantation was performed according to the instructions. It cannot be confirmed if there was intervention or treatment as a result of this event. No cause of the event was reported. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported inaccurate delivery of the stent graft could be confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of complete procedural angiograms did not allow for a full analysis of the deployment of the stent graft in the patient. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the observed inaccurate delivery. It is cautioned in the IFU that the delivery system must be kept stationary while deploying the tip capture mechanism, without pulling back or pushing forward on the delivery system, as it may cause the entire graft to move but it was noted that all instructions were followed by the physician during implantation. A device issue cannot be ruled out as a potential cause. However, the delivery system was not available for return and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.